Event description:
Ethicon llc dermabond advanced was utilized to close skin incisions. Developed erythema and itching around the 4 incisions. I was instructed to generic zyrtec and benadryl without improvement. I was then prescribed a medrol dose pack which I am currently taking. I have been administered "skin glue" on previous surgery without any adverse reaction. My allergies include a latex sensitivity, not anaphylactic. I would like to know the ingredients of the product as I plan to see an allergist/immunologist, but ethicon has not responded to me yet. Surgeon applied to incisions to adhere the skin.